Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. An extraneous device that did not correspond to an open complaint file was received at cook for evaluation with another device. Our evaluation of the extra returned device determined that the cutting wire broke and a portion detached [subject of the report]. Further information has been requested from the user regarding the event. If a description of the event is received, a follow up emdr will be submitted. A patient outcome was able to be obtained. According to the initial reporter, a section of the device did not remain inside the patient¿s body, but a portion of the cutting wire is missing and was not included in the return of the device. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: the product said to be involved was returned in a bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Pictures were also provided and reviewed. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Our laboratory evaluation of the returned device said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that the cutting wire had separated from the catheter at the distal end. A portion of the cutting wire measuring approximately 29 mm and the anchor measuring 5 mm had detached and was not included in the return. The catheter shows no kinks/bends, but a red liquid was observed near the distal end of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to: ¿upon removing the device from the package, uncoil and straighten sphincterotome." The user is then instructed to: ¿carefully remove the precurved stylet wire from the cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while the device is coiled or precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." Cutting wire breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user: "when applying current, ensure cutting wire is completely out of endoscope." The instructions caution the user: ¿contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire and/or damage to endoscope." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "elevator should remain open/down when advancing or retracting sphincterotome." This activity will aid in device preservation. Prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.